Manufacturer narrative:
Covidien reference #: (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported the device was in use by professor lord for a sleeve gastrectomy and the device was not coagulating the tissue to the usual level. The seal was only slight tissue coagulation. The surgeon increased the power to 3 bars on the forcetriad generator with no effect and no improvement in tissue sealing. End-tones, indicating a completed seal cycle, were heard. There was no bleeding and no patient injury.

Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation and visual inspection found the knife blade trapped between the jaws. The customer reported the device was not coagulating the tissue to the usual level. The reported condition was not confirmed. The device was activated on simulated tissue with satisfactory results. Functional testing was also performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. An additional issue was found during the investigation. The additional findings did not contribute to the reported condition. Inspection found the blade was extended into dried tissue in the jaws. The knife did not retract to home position due to dried blood and tissue in the knife track. After cleaning the jaws, the blade moved along the track smoothly and retracted properly. The extended blade is attributed to the user infrequently cleaning the jaws. To minimize tissue sticking keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.